Event description:
Patients implanted with trial and permanent spinal cord stimulators are being shocked and on two cases were close to not being able to turn off their devices. Patient came into the office reporting electrical shocks due to her implanted stimulator in the cervical region. The patient was screaming from the shock and the representative almost couldn't get the unit to turn off. Seriously we were one minute away from calling 911.

Event description:
Patients implanted with trial and permanent spinal cord stimulators are being shocked and on two cases were close to not being able to turn off their devices. The pt was receiving severe shocks, was in tears and it took several passes with the magnet to get the unit off.

Event description:
Patients implanted with trial and permanent spinal cord stimulators are being shocked and on two cases were close to not being able to turn off their devices. Pt had only a trial and received the electrical shocks.